Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a misidentification of a cryptococcus neoformans isolate as trichosporon domesticum, in association with vitek® ms instrument (reference (B)(4), serial number (B)(6)). The initial result of trichosporon domesticum (though not clinically validated) was reported, and treatment was modified based on this first report. The customer¿s strain was requested to be tested internally; however, the customer was unable to send the strain. *fine tuning: fine tuning performed before the identification issue was conform. All mandatory acceptance criteria were achieved. *spot preparation quality: according to the customer data analyzed, the calibrator ¿all peaks¿ values are quite heterogeneous. This could be explained by a non-optimal spot preparation of the calibrator strain (culture, spot, different operator). *sample data analysis: the number of good peaks matching with the expected species is very low for the spectra acquired in march (less than 15), and lead to noid and misid results. The suspected root cause is non optimal spot preparation. Non optimal deposits lead to bad spectrum quality (spot too thick, microorganism growth issue: incubation condition).

Event description:
The customer reported an issue with a cryptococcus neoformans isolate in association with vitek® ms instrument, reference (B)(4), serial number (B)(4). The isolate was received from a sister hospital on sabouraud dextrose agar and was tested in duplicate at 24 hours on (B)(6) 2020. This resulted in an organism identification to trichosporon domesticum (99.9%) for one test spot, and no identification for the other spot. On (B)(6) 2020, the isolate was retested (on four spots) and all spots resulted in organism identification cryptococcus neoformans (99.9%). The india ink test was also performed at this time and it was positive; colonies were mucoid and typical of cryptococcus neoformans. The media used was sabouraud dextrose for all testing. The customer repeated duplicate testing on (B)(6) 2020 and (B)(6) 2020 and all spots resulted in cryptococcus neoformans (99.9%). The initial result of trichosporon domesticum (though not clinically validated) was reported. Treatment was modified based on this first report. Patient is immuno-compromised and the anti-fungal treatment was changed. Though questioned multiple times, the customer did not provide details regarding initial therapy nor modified therapy. Patient response/outcome was not provided by the customer. Biomerieux has initiated an internal investigation.